Event description:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to third party service center. During the evaluation, the device was visually inspected and found that power connector of the unit is damaged, and the unit can't be powered on in order to be able to collect the error log/machine hours/error code numbers/software version. The device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service technician.